Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one elevation biopsy probe was returned for evaluation. On visual evaluation, the device appeared to be clean and the sample tank basket was returned. And it was noted that there was an unknown contaminate on the needle. And it was noted that there was "feather like" material on the tip of the needle. Therefore, the investigation for the reported foreign material is kept as inconclusive as the device was not returned in a sealed packaged condition. Three electronic photos were provided for review. First photo shows the elevation probe needle where feather like material was noted on the tip of the needle. Second and third photo shows the package where the tip cover was seen and feather like material was noted on the package of the device. Therefore, based on the photo review, the reported failure foreign material could not be confirmed. Therefore, the investigation for the reported foreign material is kept as the package was not in sealed condition. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3, h6 (method). H11: b5, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a biopsy procedure, a foreign material was allegedly observed on the needle protector upon opening the device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. Photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that upon opening the device, a foreign material was allegedly observed on the needle protector. There was no reported patient contact.